Manufacturer narrative:
Extension: model 7482a51, serial# (B)(4), implanted: (B)(6) 2011, explanted: na. Extension: model 7482a51, serial# (B)(4), implanted: (B)(6) 2011, explanted: na. Programmer: model 7436, serial# (B)(4). Lead: 3387s-40, lot# v514979, implanted: (B)(6) 2011, explanted: na. Lead: model 3387s-40, lot# v514979, implanted: (B)(6) 2011, explanted: na. (B)(4).

Event description:
It was reported that the patient couldn't open her eyes without using her fingers after a reprogramming session in (B)(6) 2012. The patient's eyes would randomly close without the patient trying to close them. The patient also was slurring her speech. The patient had an overstimulation sensation in the past as well, but the device had been adjusted since. After adjustments, the patient had therapeutic effect, but the eyes were still affected. It was speculated by a family member that the overstimulation had damaged the eye muscles so that the patient no longer had control of them. It was also noted that when the patient went into the office in (B)(6) 2011 and also (B)(6) 2012, the device was off. The system had turned off, but it was unknown how. It was suggested that the reed switch be double checked, as well as the patient programmer. The programmer appeared to need new batteries. Additional information was requested.